Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to a perforation in the bladder which resulted in balloon placement in the bladder. A new balloon was placed in the correct location. There were no additional patient complications reported.